Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a portion of the label on the box that appears to have been torn or ripped off. There are signs of tearing on the edges of the label shown by the remaining under layer of the sticker. Signs of adhesive can also be seen on the cardboard box. This is seen by the damaged/torn cardboard to the box where the sticker should be located. Based on the evidence in the returned photo, the sticker was present and removal of part of the sticker took place. It appeared that the label had been properly applied and adhered to the shipper box and was later physically torn from that box. There was no evidence that the shipper box and/or package label failed to perform as intended. The defect observed is most likely due to handling or shipping of the product. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) had damaged packaging the following information was provided by the initial reporter: "at reception : mixture of batches on two pallets ( batch 0010424 with 9213327 ) + 2 crushed boxes, one box with torn label (absence of batch number)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) had damaged packaging. The following information was provided by the initial reporter: "at reception : mixture of batches on two pallets ( batch 0010424 with 9213327 ) + 2 crushed boxes, one box with torn label (absence of batch number)."